Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). On 8/15/2019, mentor received photo for evaluation. On 9/6/2019, photo evaluation was completed: upon visual inspection of the picture, it was observed that the implant was rupture. No other anomalies were observed. The photo do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. A manufacturing record evaluation (mre) was performed for finished lot number 5604405, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. All mentor product is 100% inspected prior to release. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year-old female patient underwent primary breast augmentation with a 375cc mentor memorygel breast implant on the left side and with 350cc mentor memorygel breast implant on the right and was presented with bilateral breast implant rupture after chest injury. As a result, the patient underwent bilateral explantation and replacement with catalog number: 3503251bc; serial number: (B)(4) on the left side and with catalog number: 3503251bc; serial number: (B)(4) on the right side on (B)(6) 2019. This report is for the patient¿s left-sided device.